Event description:
The customer reported to olympus that while using the camera head, an e224 camera head communication error and a e215 scope data error occurred. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; e224 camera head communication error and e215 scope data error displayed on monitor due to faulty cable (image was present). The device evaluation found [findings]. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Unit (B)(6) was produced under this job number with no associated ncrs, reported scrap, or recorded process deviations relating to the reported failure. This issue is addressed in the instructions for use (IFU): "should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning. Never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Pg. 17. Olympus will continue to monitor the field performance of this device.